Event description:
It was reported that the procedure was to treat a moderately calcified, eccentric, with 90% stenosis in the mid left anterior descending (lad). The 3.0x8 mm nc tenku balloon catheter was advanced pre-dilatation; however, the balloon ruptured at second inflation at 12 atmospheres. First inflation was inflated to 12 atmospheres for 30 seconds. A second non-abbott balloon was used to complete the procedure. There was no resistance during advancement or retraction of the balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.